Manufacturer narrative:
The actual device involved in this event was returned for evaluation. Upon visual and functional evaluation, it was found that the plastic cpc connector was broken. The motor speed led indicator did not light due to a reflective front panel membrane switch.

Event description:
It was reported that during the device pre-operative testing, the cpc connector on the front of the unit was found to have a crack in it. Also, one of the motor speed indicator lights would not light up. There was no patient involvement in this event.